Manufacturer narrative:
(B) (4). Device #2: part # 12673-03, lot # 82040-6h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not completed.

Event description:
Device malfunction: device #1 marking issue. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after device insertion, pulsatile blood flow through the marker lumen could not be obtained. The device was removed and a second proglide device was attempted, but when the needle plunger was removed, a needle tip was not captured by a cuff. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.